Manufacturer narrative:
The returned pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the fluid path and needle mechanism found no damages or deficiencies that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. The soft cannula was not observed to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.

Manufacturer narrative:
The device has been returned/received to date. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to 400 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, when it was removed from the infusion site. It was also reported that the pod was leaking insulin. As treatment, a new pod was activated.